Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? => removal of cancer what was the surgical procedure altered due to the issue experienced with device? => colostomy was performed. What color cartridge was being used? => blue or gold. The sales rep cannot get the information from the hospital. Were all rows of staples unformed on one side or just one row? => no. Not all rows. Only the staples of distal tip area were unformed. Please describe shape. => the one side of the leg was formed properly, but another side of the leg was unformed. How was the procedure completed? => the target tissue where the unformed staples were deployed was cut, and colostomy was performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open right hemicolectomy, staples at a side of the cartridge were unformed at the 1st firing. Colostomy was performed to complete the case. There were no adverse consequences to the patient. The staples were unformed. The target tissue was not so thick. The knife didn¿t stop in the firing. The stoma was planned before this procedure, because this procedure was the emergency operation. No further information is available.